Event description:
Biopince ultra full core biopsy instrument failed to obtain a sample. Manufacturer response for biopince biopsy device failure, biopince (per site reporter). Trying to fix the problem.